Event description:
It was reported that the system malfunctioned.

Manufacturer narrative:
A ge representative evaluated the system, regreased the hv cable connections, and reloaded the flash memory and filament calibration. System operates as intended.